Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed a visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported difference in between sensor glucose vs. Blood glucose, change sensor and sensor updating alerts. The customer reported blood glucose value of 68 mg/dl and sensor glucose value of 170 mg/dl. The customer reported hypoglycemia treated with glucose intake. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-1884l. Troubleshooting was performed and customer reported a discrepancy between sensor glucose and blood glucose which was not within range. No further patient complications were reported. Mmt-7040a was requested and customer response was the device was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884l.